Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that laser of an ophthalmic operating console was not working properly. Procedure details and patient impact were not reported. Additional information has been requested none received.

Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.10. The company service representative examined the system and replicated the reported event. To resolve the issue, the laser footswitch was replaced. The system was then tested and met all product specifications. The laser footswitch was received, and a visual assessment of the returned sample revealed no obvious nonconformity. The laser footswitch was tested. No problem was found with the laser footswitch. The reported event was not replicated. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: 2022-00581